Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that patient was on nppv (noninvasive positive-pressure ventilation) when vent continually read low pressure despite trouble shooting measures of changing the o2 source from 2 different o2 bottles that were full.the issue occurred during patient-use.there was no mention of patient harm.